Event description:
Patient suffered from maceration 3 days after application of the delta splint tonguette. The user noticed that the humidity used to activate the longuette still was not evaporated on the 3rd day, so that the longuette still was very wet.